Event description:
I received a treatment for tms (transcranial magnetic stimulation), for a total of 4-5 sessions. I have had non stop migraines and daily headaches and do not feel right. They dismissed me as crazy. I was perfectly fine before tms, now I have been suffering everyday since the first session.